Event description:
Battery issue; unknown if in use. No reports of harm and investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-20806.

Manufacturer narrative:
H10: a field service engineer (fse) was dispatched onsite. The fse successfully performed internal battery and performance verification tests and returned to the customer for use. Therefore, the fse believed that the batteries were in fact philips batteries and that the customer provided invalid information regarding third party batteries. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.